Event description:
The lid of an advia centaur xp instrument fell onto the operator, hitting their head. The operator did not require medical attention. There are no known reports of adverse health consequences due to the lid of the advia centaur xp instrument falling onto the operator.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument, the cse discovered that the gas springs could not keep the lid raised properly. The cse replaced the gas spring assembly and tested the instrument lid, which was then able to stay raised. The cause of the instrument lid falling onto the operator was a malfunction of the gas springs. The instrument is performing according to specifications. No further evaluation of this device is required.